Event description:
Additional information was provided by the customer. The issue was found in the procedure room.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information supplied by the customer on the reported event. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be identified because the device was not returned for evaluation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
During the tac call, the customer stated they were not in front of the unit and would call back with the serial number and more information to figure out what video cable is needed. As of this date, no further information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted the olympus technical assistance center (tac) with a report that the video processor video cable was not working. There was no patient harm associated with the event.